Event description:
During a non target extremity revascularization approximately 14 months post index procedure, an amphiprion deep pta balloon catheter was used to treat the left anterior tibial artery and tibio-peroneal trunk. Four months following the use of the amphiprion deep pta balloon catheter, revascularization of the tibial artery was performed. Investigator indicated that the event was not related to the study device or procedure. Outcome is ongoing.

Manufacturer narrative:
(B)(4). Patient's condition - predisposed event (new wound left foot).